Event description:
Non integration. The implant was in function for three month (less than six months); therefore, the hazard condition is for non- integration.

Event description:
Non integration. The implant was in function for three month (less than six months); therefore, the hazard condition is for non- integration.